Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been off of coumadin for 3 days due to discontinuation of groshong catheter. The pt went into the clinic with complaints of severe shortness of breath, even while resting. An echo, cath, and CT scan were performed and the results were negative. Coumadin was restarted, and 3 days later the pt reported to an outlying ER with complaints of right side paralysis. Heparin was initiated and pt was transferred to the implant center. The pt was stable and symptoms were resolving; however, hematuria was noted. The following evening the pt was speaking with the staff nurse and spontaneously became non responsive, stroked and expired. It was reported that through all of the events, the power and flow did not change from baseline on the lvad, until after the pt expired, and at that time the power elevated to 25w. An autopsy was performed and a very large clot was noted at the inflow portion of the lvad. The pathologist stated that the clot was a premorteum formation.

Manufacturer narrative:
The device was sent to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.